Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure the side stand stopped moving. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. During a patient procedure, plane b suddenly stopped moving. After the system was restarted, x-ray was unavailable. The investigation is based on log file analyses, service information, and system history. The log file analysis shows that the system detected an issue with the positioning sensor (potentiometer) of the c-arm rotational axis of plane b. The involved on-site service engineer found one of the two potentiometers on that axle defective. As a result, automatic movement was disabled and unit movement was only available with reduced speed. The system functioned as specified after the damaged sensor was replaced. The log-file investigation of the second issue that after restart no x-ray was available shows that during the restart phase the application software was restarted before the acquisition control unit (acu) for plane b was completely ready. As a result, the acu signaled a problem error with digital image pre-processing (dipp) when the user tried to release x-ray. Upon investigation the service engineer replaced the real time controller (rtc) plane b and the system recovered. The affected rtc was sent back for a detailed supplier investigation. During incoming inspection the rtc was tested but the error could not be reproduced. The part showed no malfunction in the subassembly test. The affected parts have been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.